Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead was attempted but not used during implant. It was noted that the lead was implanted, however the helix would not extend while inside the body. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully extended and damaged. / stretched. No helix function tests possible. If information is provided in the future, a supplemental report will be issued.